Event description:
It was reported by service report that the inner right siderail panel was cracked and the scale module was missing, which could allow fluid ingress, and the brake lights were continuously on. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked inner siderail panel. Brake lights continuously on. Scale module was missing.